Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The tip came off, and there was no abnormality such as a deformation of the incision knife. The adhesive for connecting the chip was applied all around the tip of the electrode, and there was no problem with the amount of adhesive applied. The knife electrode was black and charred with foreign matter. Also, there was no abnormality in the insertion part. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of a customer, during a therapeutic endoscopic submucosal dissection (esd), the tip of a single use electrosurgical knife was lost while pre-cutting. Only the distal tip fell into the patient¿s stomach. The fallen pieces were not collected. There were no sharp parts or intraperitoneal lavage. The procedure was completed using a replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The tip was detached. An adhesive agent used to connect the tip was applied all around the distal end of the electrode. The amount of adhesive agent applied was appropriate. Adhesion of scorch was observed around the cutting knife electrode. No other abnormalities that could have lead to the reported phenomenon was presented. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable the following mechanism causing the tip detachment: 1)due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. ·the high-frequency output is set too high the output setting for activation was too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2)high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3)a force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. However, the reason for spark discharge generation could not be identified. Therefore, a definitive root cause for this issue was not established. This instruction manual contains the following: ¿when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. There will be no follow-up procedure to remove the fallen tip. Due to no retrieval of the device tip, they will wait for it to pass naturally.